Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/13/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: there was no damage to the battery cap or battery compartment and the cap secured properly. The pump powered on with functional auditory and vibratory features, but the screen remained blank. The presence of functional auditory and vibratory features indicates that the pump has power. The battery cap was unscrewed a half turn with no reboots occurring. Additional testing could not be completed due to the blank screen. Unrelated to the original complaint, investigation revealed moisture corrosion on a component of the printed circuit board.